Event description:
The customer reported one occurrence of excessive fluid removal related to multiple dialysate incorrect alarms. The fluid removal was set at zero and the machine removed approx 507 ml in one hr.